Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. It was further described that "as soon as the fluid hit the bag, the bag started dripping". It was also stated that "the seam was not tight and that it looked as if the seal between the line and the bag was compromised." The patient was connected at the time of the event. This occurred during use of the product for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a channel leak. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a channel leak present at the port seal. The reported condition was verified. The cause of the condition was determined to be manufacturing related caused by inadequate port seal during the rf (radio frequency) welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.